Event description:
Foreign body granuloma. A literature article was received in 2006 titled: "hypersensitivity reaction to nonanimal stabilized hyaluronic acid" a female patient, with no known allergies who has history of botox injections without any untoward effects was treated with botox in the midline and lateral canthal wrinkles, and captique in the nasolabial folds and perioral area (date unknown). Two weeks post injection the patient developed small bumps at the injection site. Three weeks post injection the patient presented with tender erythematous nodules. At that time, and again 3 weeks later, she was treated with intralesional triamcinolone acetonide (4 mg/ml) for a total of 2.0 cc. At 8 weeks there was further progression with plaques of linear, indurated nonfluctuant nodules. The patient was treated with a course of azithromycin and warm compresses with no response. This was followed by intramuscular triamcinolone acetonide, 40 mg/ml, combined with twice daily cephalexin, 500 mg and topical tacrolimus for 2 weeks. A 2.0 mm punch biopsy specimen with debridement was obtained and culture and sensitivity for aerobic and anaerobic microorganisms was ascertained. The biopsy showed palisaded suppurative and granulomatous changes, it failed to reveal any microbes. The nodules gradually subsided, and at 6 months post injection all events had resolved without sequelae. The authors assessed the events as related to captique.